Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a partial nephrectomy procedure on (B)(6) 2016 and suture clips were used. During the procedure, suture clips were not clamping down on size 3-0 suture.the procedure was completed with another like device. There were no patient consequences reported. No further information is available.